Event description:
It was reported that a connector on the ilet bionic pancreas broke in half when the user rolled over on a couch after initiating a meal announcement, resulting in a device connector failure associated with the cartridge interface. Symptoms included user concern and device usability issues, without reported adverse physiological effects. Outcomes included successful resolution through troubleshooting by instructing the user to push the remaining connector piece back into the cartridge area to release pressure and remove the fragment, with no alerts or alarms and no medical intervention. Investigation included customer interview, troubleshooting and education. Investigation of this case revealed that the breakage was resolved through a field workaround that allowed safe removal of the broken piece. It was concluded that the event involved a mechanical failure of the connector with successful user-guided mitigation and no patient harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.